Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2009 receiving a competitor elbow. Subsequently, patient was revised on (B)(6) 2009 due to patient allegations of implants falling apart and biomet components were implanted. A review of invoice history confirmed that a stem and head were implanted during the revision. A subsequent revision procedure was performed by a different surgeon on (B)(6) 2012. Patient alleges that the current surgeon stated the elbow devices removed were too large and had worn away some of her bone. Patient further alleges that all components were removed and no other devices were implanted.

Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2009 due to patient allegations of implants falling apart. A review of invoice history confirmed that a stem and head were implanted during the revision. A subsequent revision procedure was performed by a different surgeon on (B)(6) 2012. Patient alleges that the current surgeon stated the elbow devices removed were too large and had worn away some of her bone. Patient further alleges that all components were removed and no other devices were implanted.

Manufacturer narrative:
Additional information was received confirming that the components implanted on (B)(6) 2009 and revised on (B)(6) 2009 were competitor components. This medwatch can be voided as there was no issue with a biomet product in relation to the revision on (B)(6) 2009.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. PMA/510(k) number / manufacture date - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00828 / 00829).